Manufacturer narrative:
H6 code 86: device sample was evaluated with scanning electron microscope. Sample consisted of a large tissue capsule surrounding a 1.8cm long section of an 8mm i.d. Thin walled fep ringed gore-tex vascular graft with removable rings. Tissue capsule was opened and measured approximately 6.8 by 5.2 cm. On outside, capsule was composed of fibrous and adipose tissue. Along inside fibrous tissue capsule wall, several layers of blood clot were cocentrically aligned. Graft was protruding from within capusle lumen for a distance of approximately 1.2 cm. Fibrous tissue was firmly attached to graft outer surface. Inside capsule lumen at capsule graft interface, an fep ring was evident. Graft luminal surface was covered with thin fibrous tissue. No clot was apparent inside graft lumen. Two sections were taken for examination with light microscope. Section 3-0797-1a was a longitudinal section taken through graft at end protruding from tissue capsule. Section 3-0797-1b was a section taken through tissue capsule, to include a portion of clot. Remainder of graft sample was submitted for chemcial treatment to remove all biological material. Subsdquently, sample was submitted for examination with scanning electron microscope. Majority of graft outer surface was covered with firmly adherent fibrous tissue. Fibroblasts, macrophages and occasional foreign body giant cells were associated with tissue layer directly adjacent to graft outer reinforcement. Graft wall exhibited a typical node-fibril microstructure. Interstitial spaces were variably filled with protein and sparse collagen. Majority of graft lumen surface was covered with a variably thin to thick fibrous tissue flow lining. Near graft/capsule interface, tissue on luminal surface was covered with a laminated protein-fibrin-blood cell matrix. There was no evidence of bacteria or calcium in section viewed. Pseudoaneurysm capsule consisted of thick fibrous tissue along perimeter and a concentrically aligned protein-fibrin-blood cell clot. Histological analysis fo returned sample confirmed a complete break of graft and presence of a pseudoaneurysm capsule. Examination of graft end protruding from pseudoaneurysm capsule revealed a tissue response consistent with that seen in other gore-tex vascular graft clinical explants of an implant duration of three years and one month. This response was characterized by firm tissue attachment, a slight foreign body response and collagen infiltration of graft interstitial spaces. Graft exhibited a typical none-fibril microstructure. A fibrous flow lining was evident on graft luminal surface. Near graft-capsule-interface, a protein-fibrin-blood cell clot was adhered to tissue on luminal surface.

Event description:
The graft was implanted as an axfem bypass. Seventeen months postoperatively, a thrombo-endarterectomy and a peripheral prosthetic bypass were performed. Eight months later, the graft ruptured and an aneurysm developed. The graft continued to function for another year. At that time, the disrupted graft portion was removed and replaced with another graft.